Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was installed onto a golden system and no related issue were triggered. The usm was then installed onto a patient fixture test platform (pftp) where the usm passed all require tests. Upon visual inspection, failure analysis did not find any contamination on dof 5 (carriage axis 4). The root cause is attributed to the instrument sterile adapter (isa).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 4 was faulting out and the usm was stiff to move. No troubleshooting was completed with tse at the time of the issue. The procedure was converted to another da vinci system cart with no reported injury.